Manufacturer narrative:
(B)(4)

Event description:
Elected explant due to continued wound healing and infection issues. Patient history: on (B)(6) 2008- original right ear implant by dr. (B)(6). On (B)(6) 2008 - turn on, pt notice his own sounds as metallic, limited gain. On (B)(6) 2008- pocket cleaning surgery, to remove fluid and infected tissue (evidence of infection approx. 6 mo post-implant). Report attached. Sp was also replaced. On (B)(6) 2008 -turn on. On (B)(6) 2008-fitting. On (B)(6) 2009 - revision, to clear up infected tissue, sp bed is drilled. Sp replaced. Noted pt cleans wound with disinfectant too much, not allowing the area to heal. On (B)(6) 2009-turn on. On (B)(6) 2009 - activation. On (B)(6) 2011- pt elected explant, due to continued wound healing and infection issues.